Event description:
Pt. Undergoing breast reconstruction post mastectomy. While placing natrelle allergan tissue expander into right breast area, surgeon and cst noted an area of the device appeared to be not consistent with the rest of the implant. The item was discarded and a new device was implanted.